Event description:
A customer reported a loss of monitoring for multiple pts throughout the hospital network. Ats towers were down, telemetry was dropping out, and beside monitors were not communicating. Total network downtime until the issue was completely resolved was 10 hours from the time of report. No pt injury or death reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.